Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery oscillator handpiece device control unit was not functioning and was defective. It was noted that the swinging fork head was torn, and the clamping screw was too far down. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment, functional test, trigger with electronic control unit (ecu) function, oscillation frequency, mode switch test, and performance. It was noted in the service order ¿does not start.¿ it was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.